Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error message occurred during the load process. Additionally, a cartridge alarm 30 occurred during the load sequence. Customer's blood glucose level was 282mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.